Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could no be duplicated with the device. It's important to note that the battery terminal was found to be loose, the battery terminal was tightened as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could no be duplicated with the device. It's important to note that the battery terminal was found to be loose, the battery terminal was tightened as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charge error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.